Manufacturer narrative:
(B)(4).

Event description:
The pump was supposed to have 3.9 ml; it had 19 ml. The logs showed a motor stall and recovery which were caused by an MRI. There was nothing else in logs aside from normal events. The device sys was used to delivery dilaudid. Additional info has been requested. A f/u report will be sent if additional info becomes available.